Manufacturer narrative:
No unexpected vibration was noted during testing. No motor error alarm or excessive no delivery alarm was noted during testing. The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube window and a cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 153mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.